Event description:
It was reported that during follow-up, increasing capture thresholds were observed. Externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No other electrical anomalies were detected. The lead was capped and replaced. Patient condition was satisfactory.